Manufacturer narrative:
Additional information was requested by arthrocare corporation on july 22, 2009, july 28, 2009, and august 6, 2009 from the initial reporter. No further information has been provided to date. Since the device was not returned, a complete investigation could not be performed. No conclusion can be made. Two devices, super turbovac with integrated cable and atlas controller, were used in the procedure. The atlas controller will be filed under medwatch 2951580-2009-00073.

Event description:
Following a shoulder arthroscopy procedure, it was reported the patient had sustained a post surgical burn (severity and treatment of burn was not known).